Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a robotic right colon procedure, the staple line was initially complete and intact. However, 5-6 days after surgery, a portion of the staples on the anastomotic section failed, resulting in leakage and leading to a serious infection (sepsis) for the patient. On the second day after surgery, the patient had a severe acute abdomen. The patient underwent reoperation to identify the source of the leakage from the anastomotic section and was placed in intensive care. A manual suture was performed to resolve the issue. The patient discharged from hospitalization, with terminal ileostomy and limb deficiency. Sepsis resolved. The event lead to or extend patient hospitalization.